Event description:
It was reported that following a percutaneous coronary intervention procedure, the patient expired. The target lesion was located in the left anterior descending (lad). The lesion was treated with a 1.5mm rotablator rotalink plus unit. The target lesion was then pre-dilated with a 3.00mm non-bsc balloon catheter. This promus element stent delivery system (sds) was the advance and deployed in the target lesion and post dilation was completed at the proximal end. Another non-bsc short stent was implanted into the distal lad. Two days later, the patient experienced chest pain and proximal stent thrombosis was observed. It was noted that the physician was unable to cross using a non-bsc device. The thrombosis was treated with balloon angioplasty with good angiographic results; however a gap was observed after the first 5mm of the proximal part of the promus element sds. No additional intervention was completed as this time. Four days later, a procedure was planned to check this potential gap. An oct exam was performed followed by placement of a third non -bsc stent over the reported gap. After the third stent was implanted, a dissection was noted in the left main (lm). The patient then expired. The patient's death was reported to be due to the dissection. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).